Manufacturer narrative:
The returned ipg passed all test performed and operated within normal range. The database analysis indicated that the stimulation settings utilized four concurrent stimulation programs continuously, even during charging cycles. This high rate energy usage will require more frequent charging. Therefore, no problem has been detected with this ipg.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator ipg and having to charge it for 90 minutes a day wherein causing him to experience severe lumbar pain. It was suspected that the ipg was depleting due to the patients high energy usage. The patient underwent a revision procedure where bipolar electrocautery was used and the ipg was replaced. The patient was doing fine post operatively.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator ipg and having to charge it for 90 minutes a day wherein causing him to experience severe lumbar pain. It was suspected that the ipg was depleting due to the patients high energy usage. The patient underwent a revision procedure where bipolar electrocautery was used and the ipg was replaced. The patient was doing fine post operatively.